Event description:
Customer reportedly received results of 238 mg/dl and 199 mg/dl within 10 minutes on the compact plus system. Customer administered novolog based on result of 199 mg/dl and ate as normal. Fifteen minutes later, customer was "walking funny" and tested 24 mg/dl on compact plus system. Customer passed out, and was treated with an injection of glucagon; emergency medical technicians (emts) arrived and administered unspecified treatment. Several days later, customer reportedly received results of 417 mg/dl and 174 mg/dl within 10 minutes on the compact plus system. No actions taken based on device result. Requested return of suspect device and replacement was sent.